Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis bilaterally one day post photo refractive keratectomy (prk). Oral steroid was prescribed. Topical steroid drop dosage was increased and a flap lift and rinse was performed. Patient notes good vision and comfort. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.